Manufacturer narrative:
Correction: h6 device code. The reported event could be confirmed, based on available CT scans and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. All components are intact. Tibial component subsided and large bone cyst anteriorly can be seen in the CT scans. No signs of gross wear of pe observed. Large bone cysts close to the talar implant observed but the component is intact well. Talar component is well fixed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by large cyst present anteriorly to tibial component that alters the implant's orientation. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may undergo a revision surgery due to tibial component loosening.

Manufacturer narrative:
Based on the available information the device remains implanted in the patient and therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may undergo a revision surgery due to tibial component loosening.